Manufacturer narrative:
Date of event. Exact date of event is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence about 8-10 years after implant of his artificial urinary sphincter (aus) device. The physician performed a revision surgery in which saline was put back into the cuff and a fluid loss was observed through a hole in the component. All components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
B3. Date of event. Exact date of event is unknown. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence about 8-10 years after implant of his artificial urinary sphincter (aus) device. The physician performed a revision surgery in which saline was put back into the cuff and a fluid loss was observed through a hole in the component. All components were explanted and replaced. There were no patient complications.